Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced ongoing elevated blood glucose (bg) levels of over 300 mg/dl when waking up and throughout the day. Reportedly, the supplies were changed and a bolus was delivered to address bg level. The user went to the emergency room (ER) on (B)(6) 2016 with a bg level of over 600 mg/dl with small ketones. It was reported that the user was treated with insulin and fluids. The user was released from the ER 5 hours later with a bg level of approximately 150 mg/dl.